Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. It was reported that there was a suspect anchor pin fracture on the left side that was seen on a radiograph during a routine surveillance visit approximately 49 months post implant. The aneurysm size has not changed from 5.6 cm. There were no patient symptoms and no intervention has been performed or planned. X-ray images 1-day post implant showed that the ipsilateral limb and extension were placed into the right iliac, and the contralateral limb and extension were in the left iliac. The proximal neck appeared angulated, as seen with the bifurcate proximal markers. No obvious stent graft issues were seen. Cta's and x-rays at 1-month showed that the bifurcate was positioned just below the renals. The proximal stent graft od below the renals was 22mm. The neck was angulated posterior to anterior. Four of the suprarenal stents were opened within the anterior half of the suprarenal neck, and the remaining 2 stents were in the posterior suprarenal neck. The max aaa diameter was 5.7cm, and no endoleak was seen. No issues were seen with the x-rays. Cta's 1 year post-implant showed that the proximal stent graft od below the renals was 23mm. The max aaa diameter was 5.6cm, and no endoleak was seen. No stent graft issues were seen. X-rays imaging was not provided. X-ray images at 2-years post-implant showed that the left-lateral suprarenal pins (2) appeared to have separated from the left-lateral suprarenal stent. Both detached pins are located a distance of approximately 3mm radially from the stent; at the approximate same elevation as the top of the stent. No other stent graft issues are seen. X-ray images at 3 years and 4 years show the same likely pin fracture and separation from the left-lateral suprarenal stent. The detached pins are essentially at the same position as initially seen in the two year post implant study; the proximal end of the pins are currently located approximately 2mm above and 3mm radially relative to the top of the left-lateral suprarenal stent. The cause of the pin fracture cannot be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results and conclusion: (stent fracture). (Unknown cause of stent fracture).